Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-op a laparoscopic gastric bypass roux-en-y procedure, the patient returned for a blood leak. During the procedure, there was no issue with the staple line or staple formation. Everything looked fine, the night of the procedure, the patient developed blood leak. The patient was given six units of blood. The patient is currently okay. No other details are presently known. The device was discarded.